Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.100 mui/ml. The repeat result on another modular analyzer was 1188 mui/ml. On (B)(6) 2016, the repeat result on another modular analyzer was 1430 mui/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 190280. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause was assumed to be a sample-related issue resulting in mispipetting. Examples include a low sample volume in combination with the tube not placed straight, a misadjusted probe, the non-use of the recommended sample tube rack adapter, clots or fibrin in the sample, or bubbles. Based on the provided data, there was no hint to generic reagent issue.